Event description:
The lens stuck in the delivery device when it was being delivered into the patient's eye. Another lens was used for the procedure.

Manufacturer narrative:
This form was completed by the manufacturer.